Event description:
During orif left hip, a drill bit broke off. Dr was unable to retrieve tip of drill bit. Drill bit was retained in pt. Doctor felt it was more of a risk to the pt to make another incision. 9/16 of drill bit retained.